Event description:
It was reported that a highly calcified lesion in a coronary graft was pre-dilated and an attempt was made to deploy an ultra at the site. During the inflation, the balloon ruptured at 6 atm and it was not possible to remove the stent delivery system (sds) from the stent. The guiding catheter, guide wire, and sds were pulled back together, noting that the stent was still halfway in contact with the balloon, which was withdrawn from the vessel as well. The devices were "pulled" in front of the sheath and lesion access was established from the left groin. A herculink stent was successfully implanted in the lesion. An attempt was then made to remove the other devices from the anatomy through the right groin and during the maneuver, the stent dislodged from the balloon and disappeared down the right leg. No attempts were made to retrieve the stent and it still remains in the patient.